Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed an unexpected restart alarm and the customer was unable to read the screen. Customer's blood glucose was 126 mg/dl. During troubleshooting, customer reported the screen returned but the device alarmed an unexpected restart alarm. Customer was unable to complete troubleshooting due to not being able to clear the alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display anomaly noted. However, the insulin pump was received with unresponsive buttons due to unlocked connector at lcd board. The insulin pump was unable to perform error test due to unresponsive buttons. The insulin pump was received with cracked case at display window corners and minor scratched lcd window.